Event description:
The arthrex ar-1896 screwdriver was being used to remove a screw retained in the patient's right knee. The tip of the screwdriver broke off in the screw. The screw and tip of the screwdriver were not able to be removed, and are now retained in the patient's knee. There is no known permanent harm to the patient.